Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed, there was peeling of the ultrasound probe surface. In addition, the following non-reportable malfunctions were found during the evaluation: insufficient angle, angle play out of specifications, ultrasound image part was missing, objective lens adhesive was peeling, distal rubber adhesive floating, a lack of rubber adhesion, distal rubber adhesion crack, hontai stain, image guide snake tube was scratched, the engage does not work, the air water cylinder paint was peeling, the objective lens had scratches and there was a missing objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was unclear what caused the malfunction, the cause could not be established. The event can be prevented by following the instructions for use which state: the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. If remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasound image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had the ultrasound probe broken superficially. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was peeling of the ultrasound probe surface. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.